Manufacturer narrative:
The apollo micro catheter total length was measured, the apollo usable length and the apollo distal floppy segment were measured found within specification. No flash or molded voids were observed with the apollo micro catheter hub. The apollo micro catheter body appeared to have a small bubble from detached tip. The detachable 5.0cm tip was detached and not returned. The ldpe coupling tube overlap length was measured to be found within specification. Based on the device analysis and reported information, we were unable to determine the cause of tip detachment. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe/tip overlap length too short. The detach joint ldpe/tip overlap length was measured to be within specifications. It is possible the damage found on the returned guidewire distal tip contributed to the reported resistance subsequently causing the apollo tip to detach. However, the cause for the reported events and damages to the returned devices could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the mirage guidewire was stuck inside the apollo microcatheter and it did not progress to leave the microcatheter. The physician attempted to remove the mirage guidewire from inside the microcatheter but failed to do so. No patient injury was reported as a result of the event. Evaluation of the returned device found that the apollo catheter detachable 5.0cm tip was detached and not returned.